Event description:
During procedure, physician was using the moxy fiber for the greenlight laser and during the procedure there was an error message to clean the fiber. They stopped and did so and when they did that it looked like the fiber broke so they could not use it anymore. The fiber was saved and will be given to our sales representative. No harm to the patient.